Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose readings on a continuous glucose monitor, with a nadir of 39 mg/dl, after initiation of an insulin pump; the infusion site was reportedly dislodged after lunch and insulin delivery stopped, and the user did not treat the lows while asleep. Symptoms included hypoglycemia and muscle weakness in the legs. Outcomes included no health consequences or lasting impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.